Event description:
It was reported that the study subject experiences occasional deep ache in right hip when overly active - of no clinical significance. The event is listed as uncertain with relation to the device.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the event referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.